Event description:
The complainant is an insulin dependent diabetic. Complainant states that complainant is having trouble with complainant's elite xl system. Complainant stated that complainant rec'd a result with the elite of 285mg/dl while a hosp meter (method unknown) gave a result of 140mg/dl. The time difference between readings is unknown. While on the phone electronic checks were conducted and were satisfactory. Control testing provided low results. A request was made to return the entire system for evaluation.